Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastrointestinal gi procedure performed on (B)(6) 2024. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.